Manufacturer narrative:
Date of report received 14 may 2019. MFR received date 30 may 2019. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22mar2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator failed the oxygen flow accuracy test. There was no patient involvement. Event date not specified, estimate used.